Manufacturer narrative:
The complaint was originally reported voluntarily by the patient's primary care, via MDR report # mw5189037. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported via medwatch mw5189037 that was received on 18jun2026 verbatim description of event from medwatch: "the patient was using omnipod 5 insulin delivery device, which may be among the affected lot # that has been recalled by insulet. The affected omnipod started at approximately 9pm on (B)(6) 2026. This omnipod malfunctioned, resulting in a rise in blood sugar readings for several hours while he was asleep. He woke up in the morning with abdominal pain, nausea, vomiting and hyperglycemia. He was initially seen in our primary care clinic but was advised to go to the ER after the initial provided assessment due to concerns about probable dka or hyperosmolar hyperglycemia. He required evaluation and treatment in the ER, including labs, insulin and IV fluid rehydration, imaging, and close monitoring. He was able to restart on omnipod while in the ER, then sent home after his blood sugars improved. He was in the ER for approximately 8 hours.¿.